Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed twice at 24 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.